Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass of gastroenterostomy a rattling sound was heard and the knife did not reach to the distal end of the jaws. After releasing the jaws normally, new one was opened to continue. Upon all five fires, each sulu was difficult to detach from the adapter. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.